Manufacturer narrative:
Device eval by manufacturer: the device was returned for analysis with its original pouch batch 22642485. The device has the distal tip broken/fractured approximately at 328.5 cm from the proximal end; the detached section was not returned. No more damages were found. Dimensional inspection of the outer diameter (od) of the middle and proximal section were within specification. Dimensional inspection of the overall length and od of the distal tip was unable to be performed due to device condition.

Event description:
It was reported that the wire separated and remained inside the patient. The target lesion area was located in the distal right coronary artery. A rotawire was selected together with a rotaburr. The rotawire became trapped in the posterior descending artery and consequently resulted in a fracture. No additional intervention was performed to retrieve the detached rotawire. The detached wire remained in the posterior descending artery. There were no issues with the concomitant rotaburr. No complications were reported and the patient was stable post procedure.

Event description:
It was reported that the wire separated and remained inside the patient. The target lesion area was located in the distal right coronary artery. A rotawire was selected together with a rotaburr. The rotawire became trapped in the posterior descending artery and consequently resulted in a fracture. No additional intervention was performed to retrieve the detached rotawire. The detached wire remained in the posterior descending artery. There were no issues with the concomitant rotaburr. No complications were reported and the patient was stable post procedure.